Event description:
It was reported the haptic on the intraocular lens was pulled off during insertion into the patient's eye. The incision was enlarged, the lens removed and replaced.

Manufacturer narrative:
Returned lens was inspected and showed one broken haptic. Lens met all manufacturing specifications prior to release. A review of the manufacturing records showed no deviations. Damage to the lens appears to be related to user handling. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.